Event description:
It was reported that during device preparation using negative pressure and prior to use in the anatomy the 2.75 x 12 mm nc trek balloon dilatation catheter (bdc) shaft was separated approximately 6 cms distal from the hub. The device was not used; there was no patient involvement. A second bdc was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed, there is no indication of a product deficiency.